Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and cracked touch screen issues were verified while based on the analysis, the alleged touch screen-unresponsive issue could not be verified.